Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 470 mg/dl, 415 mg/dl, 77 mg/dl, 97 mg/dl, 79 mg/dl, 75 mg/dl and, 63 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
This case, with patient identifier (B)(6) (strips with lot number 493992), is related to case with patient identifier (B)(6) (strips with unknown lot number). It was unknown if the initial reporter sent report to the FDA.